Manufacturer narrative:
Concomitant products: reltack3x10 reliatack articulat reload a, (lot # n5h0402ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. The patient experienced severe abdominal pain, distended bowel, previous mesh slipped and pulled away, adhesions, pneumonia, serosanguinous fluid, and recurrence. Post-operative patient treatment included revision surgery, admitted to the hospital, antibiotics, and recurrence repair with new mesh.